Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right common femoral vein due to pulmonary embolism and persistent left lower extremity clot. Patient is alleging tilt, vena cava perforation. The patient further alleges "I have pain in the area of the filter, plus the anxiety knowing that they can't take it out and knowing it could break off at any time. It's a horrible feeling" and "I don't lift or push heavy things, so I don't take my nieces and nephews to the park because I'm afraid the filter will do more damage and worry that a piece could break off. I can't care for my mom and aunt like I used to, and don't go out to have fun with friends like I used to." The patient also alleges "depression and anxiety since 2013. I have seen a doctor about it. In (B)(6) 2019, I went to the ER for a severe anxiety attack. I am worried that the filter could kill me." Per report from CT (computed tomography) dated (B)(6) 2017: "positive for caval perforation. Superior extent of caval filter l2 vertebral body. Inferior extent l3 vertebral body. A total of 4 prongs have perforated the ivc series 3 image 68. Maximum distance prongs perforated approximately 10 mm series 601 image 58. Coronal images approximately 10 degree tilt superior left to inferior right series 601 image 58. Sagittal images 7 degree tilt superior anterior to inferior posterior series 602 image 78. Diameter of ivc directly above filter 27 x 17 mm series 3 image 54."

Manufacturer narrative:
This event has been reported by the manufacturer under MDR #3002808486-2019-01065.

Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2013. The patient alleges to have been injured without further explanation.